Event description:
Customer reported to beckman coulter, inc. (Bec) that the bellows of the coulter lh 750 hematology analyzer was not draining. Customer reported that they observed blood on the caps on the tubes and below the needle assembly. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the bellows was not draining. The fse replaced the pinch valve that supplies vacuum to valve vc13.

Manufacturer narrative:
Bec internal identifier for this report is (B)(4).